Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after flushing they were unable to remove the stylet from the feeding tube. No injuries occurred.

Manufacturer narrative:
Per additional information received on jul 27, 2022 via medwatch report number 0505030000-2022-8008, additional information has been added to the following fields: a2, b5, d5, e4, g2, and h6.

Event description:
The customer reported that after flushing they were unable to remove the stylet from the feeding tube. No injuries occurred. Per additional information received on jul 27, 2022 via medwatch report number 0505030000-2022-8008, the rn attempted to flush the nasogastric (ng) feeding tube with 10 cc water to "reactivate" hydromer coating per manufacturer instructions. The feeding tube was unable to flush after attempting both ports. They were unable to remove the guidewire after x ray confirmed placement of the ng tube. As a result, the ng tube was removed and replaced with a new one. This resulted in delay in care (tube feeding), an additional procedure, and additional x ray. The device was discarded by staff so there is no device to return.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on (B)(6) 2022. Sample analysis could not be performed since no photo samples were provided and no actual sample was available for evaluation. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. The investigation was carried out with the multifunctional team and the current process and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.